Manufacturer narrative:
Removal of device portions is not labeled in the IFU. Device breakage is not labeled in the IFU. A straight, 3 cm piece of the stent was returned. Both ends of the returned piece showed signs of separation at sideports. The stent material was noted to be slightly discolored. The root cause of the failure cannot be precisely determined based on the report or physical evidence, however, the device was used past its expiration. We will continue to monitor for similar complaints. No action is necessary at this time as there is insufficient risk due to low severity and high detectability.

Event description:
A (B)(6), male, underwent stent placement. The expired lse sof-flex double pigtail ureteral stent set was placed successfully during the initial procedure. (B)(6) weeks later, the pt complained of urinating out pieces of the stent. X-rays were taken, showing pieces of the stent were in the ureter, kidney, and bladder of pt. Portions were extracted using graspers. According to the initial reporter, no adverse effects have been reported due to this occurrence.